Event description:
It was reported a missed pathology / misdiagnosis occurred when the epiq elite ultrasound system showed a normal fat tissue in breast tissue, but on another system it was verified as a fibroadenoma. There was no reported patient or user harm associated with this event. An investigation is underway to determine the root cause of the issue. A follow up report will be provided upon investigation completion.

Manufacturer narrative:
A thorough technical investigation of the images provided by the customer found a significant difference in the comparison of the philips and the ge ultrasound systems. The philips epiq elite ultrasound system was working as designed and no malfunction was found. The engineer suggested the customer could adjust the settings to their preference.

Manufacturer narrative:
It was inadvertently reported the epiq system serial number was (B)(6); however, it was actually (B)(6).

Manufacturer narrative:
An addendum report is being submitted to provide the date received by manufacturer with the philips¿ become aware date. The information is in the g3 field.

Manufacturer narrative:
Additional information was received reporting the epiq system serial number was (B)(6). The el18-4 transducer was used with the event. The advance breast preset was used in the event. There was no injury or delay in life-saving therapy. There was no report of a change in the patient¿s state of health. The scan was completed using a different brand of ultrasound system.